Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer-dependent patient presented in clinic for a scheduled generator exchange. Upon device interrogation, multiple episodes of high ventricular rate with noise reversion were noted due to over-sensing right ventricular lead noise. The lead was capped and replaced on 28 feb 2020. All other measurements were stable. The procedure was successfully completed with no complications.